Event description:
During follow-up, the device was found to be in back-up mode. The device was interrogated and episodes of inappropriate therapy were observed. Abbott technical support was contacted and confirmed the cause of the back-up was due to frequent charging and low battery voltage. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the device was returned for analysis and was found to be in back-up vvi (bvvi) reset mode and had reached end of service (eos). The cause of bvvi operation was due to a firmware anomaly involving an integrated circuit. The stored egms were reviewed and the cause of the inappropriate was seen to be atrial fibrillation (af) with rapid ventricular rate. However, the therapy delivered was consistent with the device's programmed settings at the time of the complaint. The field events of back-up vvi and inappropriate therapy were confirmed.